Event description:
It was reported that the implantable cardioverter defibrillator (ICD) discriminator failed to identify atrial fibrillation and the patient received inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003. (B)(4).